Event description:
Doctor's office reported patient has full body rash and advised patient to stop taking antibiotics and pain medications. Doctor offered steroid and patient got worse. Patient was admitted to hospital in 2009. Doctor is researching other substances used during surgery.